Manufacturer narrative:
The pump was received with a partially broken reservoir tube lip, a reservoir tube missing o-ring, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a case cracked at the reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that the pump is missing a piece on the top of the reservoir. Customer stated that last night he pulled the pump out of his pocket and a piece broke off. Customer stated that his blood glucose has been in a normal range. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.